Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an exploratory laparotomy procedure that while attempting to fire on rectal tissue that the staples deployed but not into the tissue and the rectum was severed. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Date sent: 12/14/2021. D4: batch # 341a57. H6: component code = mechanical (g04). Device analysis: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the tx60b device arrived with no apparent damaged and with a reload loaded on the device. The reload was received fully fired. During the functional testing, a test reload was loaded, the retainer pin did not seat into the anvil when operating the closing trigger. Further analysis shows that the anvil was misaligned (bent). Due to this condition, no functional test was performed. No conclusion could be reached as on what caused the condition of the anvil. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: attempting to force the trigger to complete the closing stroke with too much tissue or thickened tissue may result in poor staple formation with the loss of staple line integrity and subsequent leakage, disruption, or poor healing. In addition, instrument damage or failure may result. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.